Manufacturer narrative:
Product complaint #: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6); (B)(6) 2018. Taps are worn and surgeons are unable to clearly see colour coding and size. Final tighteners are worn out. Handles are worn and cannot see markings. Also difficult to detach shafts at end of case. These sets are used several times per week.